Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ("CT scan performed on (B)(6) 2016 found fairly high on the right in the pelvis and left lower just above the pubis symphysa") and device breakage ("one implant broke") in a 43-year-old female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's medical history included hysteroscopy (for essure insertion) on (B)(6) 2015 and general anesthesia (for essure insertion) on (B)(6) 2015. On (B)(6) 2015, the patient had essure inserted. On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required), metrorrhagia ("metrorrhagia"), pelvic pain ("pain"), nausea ("nausea (8 to 10 days before menstruation period until the beginning of the menstruation)"), arthralgia ("joint pain"), dyspareunia ("particular sensation during intercourse, uncomfortable for the patient") and micturition disorder ("miction disorders"). On (B)(6) 2017, the patient experienced device breakage (seriousness criterion medically significant), 1 year 9 months after insertion of essure. On (B)(6) 2017, the patient experienced complication of device removal ("persistent small metallic fragment of 2 mm probably the distal fragment of the right essure"). The patient was treated with physical therapy (partially corrected with pelvic physiotherapy) and surgery (bilateral salpingectomy with essure removal). Essure was removed on (B)(6) 2017. At the time of the report, the device dislocation and device breakage outcome was unknown, the metrorrhagia, pelvic pain, complication of device removal, nausea and arthralgia had not resolved, the dyspareunia had resolved and the micturition disorder was resolving. The reporter considered arthralgia, complication of device removal, device breakage, device dislocation, dyspareunia, metrorrhagia, micturition disorder, nausea and pelvic pain to be related to essure. The reporter commented: during essure placement the right ostium was well visualized but the left ostium was seen with difficulty and then visualized secondarily. On the right, essure was placed with no difficulty (4 trailing coils was visible) and on the left, essure was placed with no difficulty (6 trailing coils was visible). On (B)(6) 2017 physician stated that symptoms persisted but decreased. Nausea persisted - it started 8 to 10 days before menstruation period until the beginning of the menstruation period. On (B)(6) 2018 physician stated the patient had sequellae. She had no more sensitivity during intercourses without preliminary loss of libido. Diagnostic results (normal ranges are provided in parenthesis if available): abdominal x-ray - on (B)(6) 2016: to control the essure placement - showed an implant located fairly high on the right in the pelvis and the other implant was located lower above the pubis symphysa. Computerised tomogram - on (B)(6) 2016: found right implant upper on pelvis and left lower just on the pubis symphysa.. Physical examination - on (B)(6) 2017: healing was good. There was a sensitivity on movement of the uterus. The possible interventions suggested by the physician were to perform cornuectomy vie celioscopy or vaginal hysterectomy. X-ray of pelvis and hip - on (B)(6) 2017: for a control after essure removal - showed a persistent small metallic fragment of 2 mm probably the distal fragment of the right essure. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on (B)(6) 2019: quality safety evaluation. No lot number or device sample was received in this case. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ("CT scan performed on (B)(6) 2016 found fairly high on the right in the pelvis and left lower just above the pubis symphysa") and device breakage ("one implant broke") in a 43-year-old female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's medical history included hysteroscopy (for essure insertion) on (B)(6) 2015 and general anesthesia (for essure insertion) on (B)(6) 2015. On (B)(6) 2015, the patient had essure inserted. On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required), metrorrhagia ("metrorrhagia"), pelvic pain ("pain"), nausea ("nausea (8 to 10 days before menstruation period until the beginning of the menstruation)"), arthralgia ("joint pain"), dyspareunia ("particular sensation during intercourse, unconfortable for the patient") and micturition disorder ("miction disorders"). On (B)(6) 2017, the patient experienced device breakage (seriousness criterion medically significant), 1 year 9 months after insertion of essure. On (B)(6) 2017, the patient experienced complication of device removal ("persistent small metallic fragment of 2 mm probably the distal fragment of the right essure"). The patient was treated with physical therapy (partially corrected with pelvic physiotherapy) and surgery (bilateral salpingectomy with essure removal). Essure was removed on (B)(6) 2017. At the time of the report, the device dislocation and device breakage outcome was unknown, the metrorrhagia, pelvic pain, complication of device removal, nausea and arthralgia had not resolved, the dyspareunia had resolved and the micturition disorder was resolving. The reporter considered arthralgia, complication of device removal, device breakage, device dislocation, dyspareunia, metrorrhagia, micturition disorder, nausea and pelvic pain to be related to essure. The reporter commented: during essure placement the right ostium was well visualized but the left ostium was seen with difficulty and then visualized secondarily. On the right, essure was placed with no difficulty (4 trailing coils was visible) and on the left, essure was placed with no difficulty (6 trailing coils was visible). On (B)(6) 2017 physician stated that symptoms persisted but decreased. Nausea persisted - it started 8 to 10 days before menstruation period until the beginning of the menstruation period. On (B)(6) 2018 physician stated the patient had sequellae. She had no more sensitivity during intercourses without preliminary loss of libido. Diagnostic results (normal ranges are provided in parenthesis if available): abdominal x-ray - on (B)(6) 2016: to control the essure placement - showed an implant located fairly high on the right in the pelvis and the other implant was located lower above the pubis symphysa. Computerised tomogram - on (B)(6) 2016: found right implant upper on pelvis and left lower just on the pubis symphysa.. Physical examination - on (B)(6) 2017: healing was good. There was a sensitivity on movement of the uterus. The possible interventions suggested by the physician were to perform cornuectomy vie celioscopy or vaginal hysterectomy. X-ray of pelvis and hip - on (B)(6) 2017: for a control after essure removal - showed a persistent small metallic fragment of 2 mm probably the distal fragment of the right essure. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 21-mar-2019: quality safety evaluation. No lot number or device sample was received in this case. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ("CT scan performed on (B)(6)2016 found fairly high on the right in the pelvis and left lower just above the pubis symphysa") in a 43-year-old female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's medical history included hysteroscopy (for essure insertion) on (B)(6)2015 and general anesthesia (for essure insertion) on (B)(6)2015. On (B)(6)2015, the patient had essure inserted. On (B)(6)2017, the patient experienced device breakage ("one implant broke"), 1 year 9 months after insertion of essure. On (B)(6)2017, the patient experienced complication of device removal ("persistent small metallic fragment of 2 mm probably the distal fragment of the right essure"). On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required), metrorrhagia ("metrorrhagia"), pelvic pain ("pain"), nausea ("nausea (8 to 10 days before menstruation period until the beginning of the menstruation)"), arthralgia ("joint pain"), dyspareunia ("particular sensation during intercourse, unconfortable for the patient") and micturition disorder ("miction disorders"). The patient was treated with physical therapy (partially corrected with pelvic physiotherapy) and surgery (bilateral salpingectomy with essure removal). Essure was removed on (B)(6)2017. At the time of the report, the device dislocation and device breakage outcome was unknown, the metrorrhagia, pelvic pain, complication of device removal, nausea and arthralgia had not resolved, the dyspareunia had resolved and the micturition disorder was resolving. The reporter considered arthralgia, complication of device removal, device breakage, device dislocation, dyspareunia, metrorrhagia, micturition disorder, nausea and pelvic pain to be related to essure. The reporter commented: during essure placement the right ostium was well visualized but the left ostium was seen with difficulty and then visualized secondarily. On the right, essure was placed with no difficulty (4 trailing coils was visible) and on the left, essure was placed with no difficulty (6 trailing coils was visible). On (B)(6)2017 physician stated that symptoms persisted but decreased. Nausea persisted - it started 8 to 10 days before menstruation period until the beginning of the menstruation period. On (B)(6)2018 physician stated the patient had sequellae. She had no more sensitivity during intercourses without preliminary loss of libido. Diagnostic results (normal ranges are provided in parenthesis if available): abdominal x-ray - on (B)(6)2016: to control the essure placement - showed an implant located fairly high on the right in the pelvis and the other implant was located lower above the pubis symphysa. Computerised tomogram - on (B)(6)2016: found right implant upper on pelvis and left lower just on the pubis symphysa.. Physical examination - on (B)(6)2017: healing was good. There was a sensitivity on movement of the uterus. The possible interventions suggested by the physician were to perform cornuectomy vie celioscopy or vaginal hysterectomy. X-ray of pelvis and hip - on (B)(6)2017: for a control after essure removal - showed a persistent small metallic fragment of 2 mm probably the distal fragment of the right essure. Most recent follow-up information incorporated above includes: on (B)(6)2019: plaintiff¿s demographic data; essure indication (definitive contraception); essure insertion details (placement via hysteroscopy and under general anesthesia - right ostium was well visualized but the left ostium was seen with difficulty and then visualized secondarily. On the right, essure had been placed with no difficulty (4 trailing coils was visible) and on the left, essure had been placed with no difficulty (6 trailing coils was visible)); exam (plain abdomen x-ray, plain pelvis x-ray and physical examination); new adverse events (metrorrhagia, pain, one implant broke, persistent small metallic fragment of 2 mm probably the distal fragment of the right essure, nausea (8 to 10 days before menstruation period until the beginning of the menstruation), joint pain, particular sensation during intercourse, unconfortable for the patient and micturition disorders); essure removal method (bilateral salpingectomy with essure removal). No lot number or device sample was received in this case. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ("CT scan performed on (B)(6) 2016 found right implant upper on pelvis and left lower just on the pubi") in an adult female patient who had essure inserted. On (B)(6) 2015, the patient had essure inserted. On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required). The patient was treated with surgery. Essure was removed on (B)(6) 2017. At the time of the report, the device dislocation outcome was unknown. The reporter considered device dislocation to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): computerised tomogram - on (B)(6) 2016: found right implant upper on pelvis and left lower just on the pubis symphysa. No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.